Event description:
It was reported that a dissection occurred. A percutaneous transluminal coronary angioplasty (ptca) was performed on a moderately tortuous mid left anterior descending artery (lad). A 6f guide catheter was advance and a 1.25 x 12mm balloon was advanced to predilate the lesion. Following predilatation, a 2.50 x 38 synergy drug eluting stent was advanced, but could not cross the lesion. A 1.25 x 12mm balloon was advanced again, but was unable to cross due to the tortuous anatomy. While performing predilatation, a dissection was noticed. Following the dissection, the patient was transferred to surgery. No further patient complications resulted in relation to this event.